Event description:
It was reported that the pt had an infection. The hcp was considering explant. No pt symptoms were reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.